Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 539 mg/dl. The customer had symptoms such as left side hurting and treated with insulin pen. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The customer reported the infusion set cannula to appear bent. The customer stated that she filled the cannula and nothing dripped out. The product was not returned for analysis.